Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect; the stimulation started going down the front of the leg instead of the back about six weeks ago. He also experienced acute pain in the hip and left leg. There were no known falls or trauma that could have contributed to the change. Further info is being requested from the hcp.